Event description:
A facility representative reported that inserter slid under the lens inside of the cartridge. Lens was no longer able to be expressed further into the cartridge and a reload with a new lens was needed. There was no patient contact, and procedure is completed the same day.

Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of inserter slid under the lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available. Furthermore, per the reported information, the company lens was used with the company incompatible handpiece. Per the company intraocular lens (iol) directions for use (dfu) the company lens is only qualified with the company compatible handpiece. Therefore, the root cause of the reported event is user error. The manufacturer internal reference number is: (B)(4).